Event description:
Received a brief explanation from the FDA of a case involving a spectranetics device (qc-select) reported on 10/18/2010 by (B)(6) hospital. The event description states "distal part of catheter broke off in patient 'stem' while cardiologist was pulling back. Diagnosis or reason for use: helps cross blockages." Multiple attempts (12/02/2010, 12/09/2010, 12/17/2010) have been made to gather further case information from the hospital without success. The device was not retained for return analysis to the manufacturer, nor was the manufacturer notified of the case/patient death. An internal lot history review found no non-conformances or issues with the device lot in question.